Event description:
Customer states he receved a no delivery and motor error alarm. Customer's blood glucose was 190 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.